Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation is confirmed. ¿ one unpackaged ar-1588tn-20 serial/batch number 15449218 was received for investigation. ¿ functional testing was not necessary because of the knot in the device. ¿ visual inspection noted that there is an unusual knot in the device, and there is noticeable wear. ¿ the most likely cause is attributed to misuse/use error due to an improper use/tensioning of the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery the suture could not be pulled correctly. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.